Event description:
Reportedly, during testing, the silent / reset button worked automatically. Although the led continued to blink, the alarm did not sound. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).